Manufacturer narrative:
On october 12 2020, ¿after clinical/secondary review of this file performed on 10/12/2020, it was decided to remove patient code cutaneous contour deformity, and add anisomastia and add device migration to device code for more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information receive on october 27, 2020 indicated that the patient also experienced capsular contracture, unknown grade. Device code migration replaced by the code ruptures since there was bilateral rupture. Event date updated to (B)(6) 2020. This report relates to the right prosthesis. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Note: this complaint has been identified as a duplicate of manufacturer report number 1645337-2020-13453 . This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
October 26, 2020 additional information received indicated that the issue of rupture was bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 500cc silicone prosthesis experienced right sided rupture and bottoming out post procedure. A physical examination was performed by a physician and cutaneous contour deformity was diagnosed. As a result patient underwent bilateral replacements as follow: left replaced with cat#:3504751bc, sn#: (B)(4), and right replaced with cat#: 3505001bc, sn#: (B)(4) on (B)(6) 2020.